Event description:
Using always flex foam pads and always over night pads has led to me getting a chemical rash leading into a yeast infection. This is the second time it has happened, I had to find out myself that this product is the cause of this issue. It was a few years ago when I last went to the doctor for this same reason.